Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: deflation patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported left side "explanted due to expansion function failure, will be re-implanted".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved openings. A leak test was performed and five openings were noted. A microscopic analysis identified four curved striated openings on the anterior side assessed as surgical damage. A sharp opening on the radius side was observed which was assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identified the thickness within specification). Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening and curved striated openings assessed as surgical damage.

Event description:
Healthcare professional reported left side "¿explanted due to expansion function failure, will be re-implanted".